Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to leave the pump plugged into a power source for at least 30 minutes. Reportedly, the alert cleared and the pump successfully began charging. Additionally, it was reported that the battery gauge was intermittently fluctuating. Pump data review by tandem technical support confirmed that the pump was functioning as intended. Customer's blood glucose was 219 mg/dl.